Manufacturer narrative:
Complaint conclusion: an angioguard rapid exchange (rx) 5mm x 180cm extra support emboli capture guidewire (ecgw) was noted to be fractured separated. The malfunction was noticed during prep when it was pulled out of the packaging. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was nothing unusual noted about the device prior to use. The capture sheath coil dispenser was flushed according to the IFU. The user felt the angioguard was broken in the packaging. The user did not feel that the event was related to the procedure. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of an angioguard ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked from the pouch in order to perform the product evaluation. The components returned included on the shipping were one delivery sheath with the ecgw system and the torqueing device. The rest of the parts were not returned for analysis. The filter basket was not deployed. A 37 cm of length unzipped condition was observed on the delivery sheath located at 31 cm from the distal end. No other damages or anomalies were observed on the inspected components. A product history record (phr) review of lot 35262101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ecgw (embolic capture guidewire)- fractured-separated during prep¿ was not confirmed since no anomalies were observed at the guidewire. However, an unzipped condition was observed on the returned deployment sheath. The exact cause of the observed condition could not be conclusive determined during the analysis. It is difficult to draw a clinical conclusion between the device and the event based on the information available. Based on the product analysis, no anomalies were observed on the guidewire and therefore, it is probable that the user¿s interaction with the device during device preparation may have led to the reported event. According to the instructions for use, which is not intended as a mitigation of risk ¿the package contains two plastic coil dispensers. One contains the guidewire with filter basket, filter basket introducer, peel away guidewire introducer, torque device, and black/yellow deployment sheath. The second contains the blue capture sheath, which will not be needed until the filter basket is ready to be removed from the vessel. During shipping the deployment sheath tip may become disengaged from the filter basket introducer. Verify deployment sheath tip is engaged. If not, engage manually by inserting deployment sheath tip into filter basket introducer. Fill a 10-ml luer lock syringe with sterile saline and purge all air from syringe. Attach syringe to luer lock hub on the end of the filter basket introducer. Inject 10 ml of saline to purge all air from the deployment sheath and filter basket (ensure distal tip of the deployment sheath is engaged with the filter basket introducer tip prior to purging the system). You may see saline dripping along the length of the deployment sheath. Flushing is complete when saline is seen within coil dispenser at the green deployment sheath hub. Disconnect syringe. Remove the two anti-migration clips closest to torque device and pull to ensure torque device is securely attached to guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip. Open the torque device. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil. The deployment sheath is now prepped and ready for use.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm 180cm angioguard rapid exchange (rx) extra support emboli capture guidewire (ecgw) was noted to be fractured-separated. The malfunction was noticed during prep when it was pulled out of the packaging. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was no difficulty encountered flushing the filter introducer and deployment sheath. There was nothing unusual noted about the device prior to use. The capture sheath coil dispenser was flushed according to the IFU. The user felt the angioguard was broken in the packaging. The user did not feel that the event was related to the procedure. The device will be returned for evaluation.